Event description:
A canadian location reported a surgeon was drilling into the femoral head, applying significant force on the drill and then realized that the drill had been positioned in the reverse setting. Surgeon stopped drilling and switched the drill setting to forward. When he resumed drilling, the drill bit broke off at its base at the first diameter step. The broken drill bit was removed and the surgeon completed the case. It was noted that the surgeon was using a jacobs chuck with the drill bit instead of the recommended large quick coupler.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.